Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence finding of: "basal septal hypertrophy and systolic anterior motion of the mitral valve are observed creating an outflow tract gradient" has been changed to: "there is no dynamic outflow gradient with amyl nitrate." In this issue, the original sentence finding stated that due to a combination of hypertrophy of the basal septum in conjunction with systolic anterior motion of the mitral valve, created an outflow tract gradient, which is a difference in pressure. However, when the sentence was changed, it no longer included the presence of a gradient with a specific combination of variables described above, instead a contradictory finding of no gradient was created and described the use of amyl nitrate during the study which the original sentence finding did not. This is not what the reading physician intended and is considered clinically inaccurate. It is well recognized that some patients without outflow obstruction at rest have gradients that can be provoked by physiological and pharmacological interventions that diminish lv end-diastolic volume or augment lv contractility. The term labile obstruction has been used to describe gradients that only appear with provocation. A number of methods can provoke obstruction in the echocardiography laboratory, including valsalva maneuver, amyl nitrate, and dobutamine. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010, for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence are 2 different study dates in which an individual MDR report wil be submitted for each associated study date and medical record number/s (mrn) identified.